Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 complaint device was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the sheath, needle and stylet were returned separate to the handle. The hub of the needle was still in place. The sheath and the needle were broken below the sheath extender. The needle was broken at the 32cm mark. The remainder of the needle advances and retracts fine the customer complaint is confirmed as the needle is broken below the sheath extender. A possible root cause could be due to the handling of the device, the device may have been dropped when removing it from the scope. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use that accompanies this device instructs the user to " if an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an eus with an fna procedure the g31520-echo-19 was used. The needle broke where it comes out of the handle. It did not break inside the patient. The device was removed from the endoscope and the physician nor the district manager could get the needle to actuate. The district manager had to disassemble the device to remove the sample tissue. This device was retained to be returned for evaluation and another of the same was used to continue the procedure. There was no harm to the patient."